Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the physician¿s programming system had a problem. The specific problem was unknown and troubleshooting did not identify or resolve the issue. The handheld, flashcard and the wand were returned to the manufacturer for evaluation. Product analysis is in process but has not been completed.

Event description:
Product analysis has been completed on the wand, handheld and flashcard. No visual or mechanical anomaly was identified with the wand. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis of the handheld identified that some of the sync cable connector leads were damaged and that some of the solder connections between the sync cable connector leads and the handheld pcb were cracked. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified.